Event description:
Caller reported that a cracked and shattered touchscreen rendered the pump¿s user interface unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump within warranty, informed the customer of the replacement, provided storage mode instructions for transport, and requested the return of the damaged pump with a pre-paid label within 10 days. Customer reverted to an alternate pump for insulin therapy.